Event description:
Three (3) non-sterile drill bit instruments were introduced into the sterile field. One drill bit was used to drill a pilot hole to accept an acetabular screw. There has been no report of injury or adverse event.